Event description:
It was reported that during the implant procedure, the lead dislodged. It was noted the lead was not stable inside the vein. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.